Event description:
It was reported that device diagnostics resulted in high impedance. The surgeon scheduled the patient for lead replacement. No known surgical interventions have occurred to date.

Event description:
The patient underwent generator and lead replacement. It was reported that the high impedance did not resolve with generator replacement and the lead was also replaced. The explanted generator and lead have not been received for analysis to date.

Event description:
The generator and lead were received for analysis. Analysis of the lead was completed on 05/05/2016. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observation and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator was completed on 05/17/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.